Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the rollers were no longer working. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2008 where it was reported that the device needed repair and the cutter, worn side plates, gears, handle, roller, screws, ratchet handle, sliding pin, and spring were replaced. This is not a related issue. Product review of the meshgraft ii on (B)(6) 2018 revealed that the stencil was the old style. The base, handle, and carrier guide were worn and dinged. The cutter was rough and both side plates were very loose and could be moved back and forth and side to side. The ratchet was dinged and dented. The calibration was out of specifications and did not produce a passing sample mesh. Repair of the meshgraft ii has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the device calibration was out of specifications and did not produce a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the calibration was out of specifications and did not produce a passing sample mesh. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the rollers were no longer working. The event occurred during pretest. There was no harm and no delay reported. Investigation found that the calibration was out of specifications and did not produce a passing sample mesh.